Event description:
Brought to biomedical engineering for repair of broken stimulus output connector. Co refused to sell $1.51 replacement part to hosp. Insisted that whole unit be returned to factory for repair at an estimated cost of $300.00 plus shipping and rental for an interim loaner. Repaired with sample supplied by local vendor for free. During repair found several small screws rolling around loose inside the device. The screws were intended to fasten the external plastic feet to the unit. These had broken off, apparently too flimsy to support the weight of the machine. Also noticed that the older version pt ECG/eeg cable could be plugged into the remote stimulus connector on the newer machine.